Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream sensor and upstream sensor seal were contaminated. No evidence was available to review in the event history log. Functional testing was able replicate the reported issue; the pump was found to be over-delivering. The most probable cause was determined to be the expulsor out of specification. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed accuracy testing by +8.7 percent. The event occurred during testing. There was no patient involvement and no patient harm.